Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain. Subsequently, the patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain. Subsequently, the patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 left hip revision report noted the revision was due to pain and further noted the presence of scar tissue, bone loss and the calcar showed evidence of damage. The acetabular cup and modular head were removed and replaced with competitor's cup and biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.